Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported problem. The investigation determined that the failure was caused by the acquisition module. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The engineer replaced the acquisition module to address the customer's immediate concerns. The system is in service with no further similar issues.

Event description:
It was reported the epiq cvxi ultrasound system was not available for a cath lab guided therapy procedure. The system shut down during the procedure. The system was exchanged to complete the procedure. There was no patient or user harm. The service engineer evaluated the system and was able to confirm the customer's reported problem. The engineer replaced the acquisition module to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.